Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a waveone gold primary 6-file ster 21mm broke during use. As a result, the tooth sustained some wear, the patient experienced pain and slight tearing of the root canal. The broken part was removed and the canal was thoroughly irrigated. The patient was prescribed ibuprofen. The patient returned for follow up examination 3 days later and had good recovery, with no signs of redness, swelling or other abnormalities.